Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-27. H6: investigation summary a device history record review was completed for provided lot numbers 8281802. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, sixteen samples were returned for evaluation by our quality engineer team. Fifteen of the samples correspond to lot number 8281802; however, one sample corresponds to lot number 1034218, of which no defect was reported. A silicone distribution test was performed on the returned samples. Of the tested samples, one syringe from lot number 8281802 was found to be lacking silicone. It has been determined that this issue originated during the silicone distribution process at the filler machine. However, a specific circumstance that could explain this distribution error has not been identified. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that 18 syringes 10ml saline fill ce had a difficult to move plunger. The following information was provided by the initial reporter: " syringe plunger is stiff and does not work properly".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 18 syringes 10ml saline fill ce had a difficult to move plunger. The following information was provided by the initial reporter: "syringe plunger is stiff and does not work properly."